Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Nelly, wife, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 183, 148, 123, 146 and 251mg/dl. The customer's expected fasting blood glucose test result range is 80 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is less than one month ago. The meter memory was reviewed for previous test result history: the 146mg/dl (B)(6) 2017 10:06 am fasting: yes, the 102mg/dl (B)(6) 2017 05:54 pm fasting: yes, the 98mg/dl (B)(6) 2017 07:41 pm fasting: yes, the 148mg/dl (B)(6) 2017 06:15 am fasting: yes, the 183mg/dl (B)(6) 2017 07:06 pm fasting: yes. Customer states that on the (B)(6) her husband received a reading of 251mg/dl fasting and then a reading of 98mg/dl on the other hand . The result of 251mg/dl was not found in the meter's memory. Customer states that her husband obtained a result of 183mg/dl fasting on the (B)(6) and then right after a reading of 123mg/dl fasting. The result of 123mg/dl was also not found in the meters memory.